Event description:
Two hours following discharge from the hospital (on 23 june, 1997) the pt expired due to a valve "malfuction." According to the pt's daughter, the death certificate stated the valve's malfunction was the cause of death.